Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic record and verified that the device powered off multiple times during a patient event. Physio replaced the battery pins as a precaution and after observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause for the reported issue could not be conclusively determined.

Event description:
The customer reported to physio-control that their device shut itself off during a patient event. There were no adverse effects to the patient during the reported event. The customer did not have any additional information on the patient or the event.